Event description:
It was reported that the patient received shocks. Low r-wave amplitude and high capture thresholds were observed. Lead dislodgement was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.